Event description:
A (B)(6) old male pt contacted zoll customer support to report constant check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. Upon eval, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the constant check belt messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.